Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test.

Event description:
It was reported that the customer's insulin pump alarmed twice during prime. Advised that the insulin would be replaced. No further information was provided.